Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, the reported patient effect of perforation appears to be related to procedural conditions and due to steerable guide catheter (sgc)advancement. The reported patient effect of vessel perforation or laceration, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures.

Event description:
This is filed to report that the steerable guiding catheter (sgc) punctured the vein during advancement. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with an mr grade of 4. The transseptal puncture was performed without issue, and the guide wire was advanced. When the steerable guiding catheter (sgc) was advanced, the sgc perforated the iliac vein. Heparin was reversed, protamine was given, and the devices were removed. The patient was confirmed to be stable, and the procedure was discontinued. The procedure was continued the next day, one clip was implanted reducing mr to <1 to 1. The patient is stable. No additional information was provided.